Event description:
It was reported that the smiths medical device failed a delivery accuracy test and overdelivered by 9.50%. No patient involvement was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good physical condition. Review of the device data log noted that the customer did 3 volume accuracy tests. Functional tests included delivery accuracy testing. The delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3% and within the published specification of +/-6%. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.